Manufacturer narrative:
There is no available information regarding the event date therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh, cervical resection procedure performed on (B)(6) 2013. According to the complainant, in 2014, the patient experienced mesh erosion. Subsequently, conservative treatment was performed by antibacterial agent, estrogen patch, and vaginal tablet. Reportedly, the mesh was placed in the bladder and no difficulty in sexual intercourse was noted.